Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. While on support the patient experienced bleeding. During the initial insertion the physician shortened the graft too much, due to this he could not fix the wings on the skin. The physician fixed the pump up to the theory borst under the skin. There was bleeding into the sterile sleeve because of the butterfly placed under the skin. No further information was provided as to the treatment or outcome for the reported event and patient.